Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure via the right iliac vein, after opening the outer packaging of the device and flushing of the delivery system. It was found that the cephalic corolla had prematurely opened on its own and could not enter the body. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not returned for evaluation. A photo of the delivery system was provided. However, as the distal end of the catheter of the delivery system is not shown, the reported premature stent deployment could not be verified. The safety lock slider was still in its closed position. An indication for a manufacturing related cause could not be found. Based on information available, the reported issue could not be reproduced, and the investigation is closed with inconclusive result. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk of the reported issue was found addressed as the IFU states: "verify that the safety lock slider is still in the locked position (...). Visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." H10: g3. H11: h6(method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that prior to a stent placement procedure via the right iliac vein, after opening the outer packaging of the device and flushing of the delivery system. It was found that the cephalic corolla had prematurely opened on its own and could not enter the body. The procedure was completed using another device. There was no patient contact.